Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and pulling/stretching/overstress. The proximal conductor of the lead became extrinsically fractured due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood and body tissue/fibrotic growth. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to the implant attempt, the lead helix was extended and retracted without difficulty. The lead was positioned in the right ventricle. While extending the helix, the lead dislodged and the helix was then retracted. The lead was repositioned and helix was deployed. The pacing threshold was high. An attempt was made to retract the helix, but it was not possible. An x-ray revealed the lead was positioned in the right atrium. The lead rotated, but the helix did not retract from the myocardium. The lead was then cut and a long sheath was inserted close to the lead tip. The physician tugged on the sheath and the lead was removed. An x-ray determined there was no complication due to the explantation of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.